Event description:
It was reported that a patient underwent a procedure to treat a lumbar vertebral fracture. During the surgery, one screw slipped and was replaced to complete the surgery. No impact was reported to the patient.

Manufacturer narrative:
(B)(6). (B)(4). Product analysis : macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.